Manufacturer narrative:
Additional information - b4: date of this report, b5: updated the product was not returned for evaluation, h4: device manufacture date, h6: impact code, method, h10: additional narrative this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had irritation while using the bone healing system (bhs) on her foot. The patient stated they have a condition called crpf and the patient believes the bhs is causing a flare up. The doctor told the patient he does not believe it is, but the patient claimed it was too obvious. The patient reported having this issue for 26 days and had been trying to contact her doctor for 3 weeks. The patient stated that it starts as a burning sensation with pins and needs and within 5 minutes of using the device, the pain level is at a 7. The doctor did prescribe a pain medication but the patient did not recall the name. The patient was advised to conduct a time test with the device. No new products were shipped to the patient. The product was not returned for evaluation.

Event description:
It was reported that the patient had irritation while using the bone healing system (bhs) on her foot. The patient stated they have a condition called crpf and the patient believes the bhs is causing a flare up. The doctor told the patient he does not believe it is, but the patient claimed it was too obvious. The patient reported having this issue for 26 days and had been trying to contact her doctor for 3 weeks. The patient stated that it starts as a burning sensation with pins and needs and within 5 minutes of using the device, the pain level is at a 7. The doctor did prescribe a pain medication but the patient did not recall the name. The patient was advised to conduct a time test with the device. No new products were shipped to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.